Event description:
An implant card received on (B)(6) 2013 indicated that the patient¿s device was explanted prophylactically due to ifi=yes. Lead impedance was noted to be ok.

Event description:
On (B)(6) 2013, this patient underwent generator revision. The explanting facility discards product.

Event description:
On (B)(6) 2103, it was reported that this vns patient was referred for prophylactic generator revision (ifi=no) due to "something" being "different." Follow-up with the physician did not provide additional information. An online facebook post was also reported for this patient indicating that the vns helps control the grand mal episodes, but she still has multiple seizures daily. The patient takes banzel (anticonvulsant) and diastat for seizures over 5 minutes. Most recently, her battery began to fizzle so it needs replacing. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.